Event description:
I had a patient on nasal cannula that was defective. The patient was not receiving oxygen through the nasal prongs because they became disconnected to the main oxygen line that connects to the wall oxygen. There was no patient harm related to this.